Event description:
It was reported that a malfunction occurred on the pump with a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and after resetting, the malfunction did not recur. The customer was able to continue using the pump and was advised to call back if the malfunction reoccurs.